Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04334. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Referenced article: mcpherson, edward, sherif, sherif, dipane, matthew, arshi, armin (31 aug 2020) patellar rebar augmentation in revision total knee arthroplasty. Unpublished. Https://doi.org/10.1016/j.arth.2020.08.057.

Event description:
It was reported that two patients from a study experienced tibial fracture during insertion of a stem as part of a knee procedure. Both patients were treated with limited weight bearing for 6 weeks and the fractures healed. Attempts to obtain additional information have been made; however, no more is available.